Manufacturer narrative:
The user reported being unable to link a newly inserted sensor. The user consulted their hcp for assistance with locating and linking the sensor, but the issue could not be resolved. The hcp removed the sensor and inserted a new one, which was successfully linked with the transmitter. The removed sensor was not returned to senseonics, as it was discarded after removal. No further investigation was possible without the physical device to evaluate and confirm any potential malfunction.

Event description:
Senseonics was made aware of an incident where the patient was unable to link the newly inserted sensor as the transmitter could not detect the sensor. The sensor was then removed and a new sensor was inserted which was successfully linked to the transmitter.

Manufacturer narrative:
The manufacturer is currently performing investigation. The investigation results along with the final conclusion will be provided in the supplemental report.